Manufacturer narrative:
The patient (doctor) reported a loss of volume or divots under the eye after treatment with the device. The patient claims to have applied filler to the area. Cynosure could not confirm this based on the pictures sent by the patient. Multiple attempts were made to contact the patient and have the device returned for evaluation, but cynosure received no response. The doctor also performed this treatment on himself. This is being reported based on the doctor's claim of loss of volume or divots, and application of a filler. There are no known device problems. Customer did not return device for eval.

Event description:
The patient claims to have had a loss of volume or divots under his eyes after treatment for soft tissue coagulation. He claims to have administered a filler to the area since mid - (B)(6).